Event description:
It was reported that the left ventricular lead exhibited high thresholds and the patient experienced diaphragmatic stimulation. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.